Event description:
A report was received from a user facility in (B)(6) indicating that the cutter was not cutting. It is unknown if aspiration was present. No patient impact or injury reported.

Manufacturer narrative:
Device has been requested for evaluation however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.